Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system 5max ace reperfusion catheter. During preparation for the procedure, after removing the device from the packaging and upon inspection, the operator found that the device was broken between the grey part and the purple part. The device was not used on the patient.

Manufacturer narrative:
Conclusion: this device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Result: the 5maxace catheter was fractured approximately 91.5 cm from the hub. Conclusion: the complaint has been evaluated. The compliant indicates that the 5maxace catheter was broken when the package was opened. Evaluation of the returned device confirmed a fracture in the proximal shaft of the catheter. This type of damage typically occurs when the device is improperly handled during removal from the packaging. If the catheter is removed from the packaging hoop at an angle, the shaft may fracture due to excess force and bending the catheter. These devices are 100% visually inspected during processing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.